Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 587 mg/dl. Cause was not known. Reportedly, the customer administered a manual injection to address elevated bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.